Event description:
The customer called and reported the insulin pump was alarming with no delivery. Customer's blood glucose was 396 mg/dl. During troubleshooting, customer pushed insulin through the tubing, after disconnecting and reconnecting the infusion set and reservoir. Insulin exited the tubing. Upon running a manual prime, the insulin pump alarmed no delivery again. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.